Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). This medwatch is being filed as an initial / final report based on information discovered during the device evaluation. G2: finland. Review of the most recent repair record identified the following related repair: the cutter failed the test cut. The cutter will need replacement. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. Additional reports: 0001526350-2023-00122-1, 0001526350-2023-00823. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that prior to surgery the mesher grate is damaged, so the device does not work. There was no reported patient harm, or delay. At investigation the cutter sent in with the mesher failed the test cut. Due diligence is complete, no further information is available at this time.